Event description:
Pt was evaluated after a go-cart accident. A 10% pneumothorax was diagnosed. Md elected to have pt return later for a chest x-ray. Pt did not show up. Chest tube placed to water suction. Chest tube discontinued and pt sent home. Pt presented to md office with increased chest pain. Chest x-ray showed 20-40% right pneumothorax. Right CT placed to suction. Chest tube to water seal. Chest tube discontinued in the morning and at 1750, chest tube replaced to suction. To operating room for right thoracoscopy of bleb resection. Chest tube to suction. Chest tube to water seal for 1 hour, then had to be placed back to suction. Chest tube to water seal. Chest tube clamped and then removed later that day. Pt was discharged home. Surgeon believed the water seal chest drain system caused problems because of the pt course of treatment.